Manufacturer narrative:
Correction: after further review, it was found that this report is a duplicate of MFR# 1911916-2021-01302. This complaint will be cancelled.

Event description:
It was reported that at least one bd nokor admix needle experienced epoxy on the device cannula. The following information was provided by the initial reporter: needles with visible white glue on needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd nokor admix needle experienced epoxy on the device cannula. The following information was provided by the initial reporter: needles with visible white glue on needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least one bd nokor admix needle experienced epoxy on the device cannula. The following information was provided by the initial reporter: needles with visible white glue on needle.